Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00936. Concomitant medical products: tibial tray fixed bearing size 7 catalog#: 00595405701, lot#: 61556528, articular surface size ef 12 mm height, catalog#: 00596205112, lot#: 60448684. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is complaining that the knee locks up, makes audible noise, and seems to want to hyperextend. Patient is scheduled for a revision procedure.

Manufacturer narrative:
Upon reassessment of the additional information received, it was identified that this device did not cause or contribute to the reported event. Hence the initial report submitted needs to be voided.

Event description:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.